Manufacturer narrative:
The customer changed the procell and cleancell solutions and ran the qc which was acceptable. The field service engineer could not find a cause. He ran system verifications and performance testing which were successful. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 e 601 module. Patient 1 probnp initial result was 323.5 pg/ml and the repeat result was 504.7 pg/ml. Patient 2 ferritin initial result was 24.11 ng/ml and the repeat result was 58.34 ng/ml. The questionable results were reported outside of the laboratory. The probnp reagent lot number was 46621900 with an expiration date of 31-aug-2021. The ferritin reagent lot number was 50780701 with an expiration date of 28-feb-2022.

Manufacturer narrative:
Based on the qc recovery, there was no indication of an issue with the performance of the reagent or instrument. The cause of the event could not be determined, but the issue was resolved after the service actions.